Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated their stimu lation was driving them crazy and was sending pulsations down through their legs and hip. Patient said they were scared and crying and could be heard crying at the beginning of the call. Patient said they had not had any falls or hit anything, and the stimulation was on at 3.3, which was the level they were always set to. Patient had not tried turning stim off to see if that would stop the pulsations as they didn't know how. Agent walked patient through connecting to their mystim app and patient described the scan the code message. Patient also said they've always had to power on the communicator themselves; the communicator wouldn't automatically turn on. Patient entered the controller serial number manually, and patient was able to successfully connect and turn stim off. Patient confirmed the pulsation stopped when they did that and stim levels were still on 3.3. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Patient reported that one of the leads had slipped and that the problem has been taken care of.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) product type lead. Product ID 977a260 serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that after reviewing the patient's x-ray, it was decided that it had not slipped enough to require surgery.